Manufacturer narrative:
Updated sections: b4, b5, g2, g3, g6, h2, h6 (clinical code, impact code), h11. A supplemental report will be submitted once all investigation activities have been finalized.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shows code 6 error. No injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shows code 6 error.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name), e2, e3, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and it was observed that the device did not turn on when there was a battery on it, and it turned on when the batteries were not installed in the device. It was determined that the device's pcba power management was defective. The pcba power management card needs to be replaced. It was also determined that the device was giving an automatic filling error. It was determined that the device's pim and drive manifold were defective. The pim and drive manifold needs to be replaced with a new one. The device is not suitable for clinical use. This complaint record is being closed because the hospital is waiting for the materials to be purchased and the order has been closed because it has been on hold for a long time. If information is received, the complaint will be reopened and updated.

Event description:
N/a.